Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with battery door missing. Event history log review was performed and found six high pressure alarms recorded. Visual inspection and sensor verification testing were performed. The customer's reported problem regarding "alarms" was able to be duplicated. According to the investigation the pump event log verifies that the event occurred (6 high pressure alarms recorded). During investigation, sensor testing found the pump downstream occlusion sensor (dso) value out of manufacturing specification. According to the investigation the pump dso will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with no message displayed. It was reported that the patient was able to switch to a backup pump and no adverse patient effects were reported. It was reported that the medication was administered continuously via intravenous route.